Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bowel ischemia and necrosis. (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of abdominal aortic and right common iliac artery aneurysms using gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. Iliac branch and internal iliac components were successfully deployed in the right iliac arteries. Then, a trunk-ipsilateral leg component (rlt311413j/17577240) was advanced and deployed from the left side, followed by two contralateral leg components (plc271000j/17425986 and plc231000j/17429783) being implanted: plc271000j was deployed to bridge the contralateral gate and the proximal end of the iliac branch component, while plc231000j was implanted for distal extension of the ipsilateral leg. The patient tolerated the procedure. During night post initial implant procedure, the patient suffered from abdominal pain. On (B)(6) 2018, an exploratory laparotomy was performed, revealing bowel necrosis including sigmoid colon due to bowel ischemia. It was reported that there had existed excessive thrombus in the abdominal aorta and right iliac arteries (¿shaggy aorta¿). Also, necrosis was not revealed in a portion of the intestine where blood was supplied by the superior mesenteric artery while the necrosis was present in the portion where blood was supplied by the inferior mesenteric and the right internal iliac arteries. On the same day, necrosis portion of the intestine was removed and stoma was prepared.